Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: the 97755 intellis recharger, serial #(B)(6), was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt initially reported issues with charging. Pt stated longer charge duration. Agent tried to clarify if issue was with charging the controller or the stimulator. Pt stated "both". Pt stated they charge every morning and evening. Pt stated the stimulator usually is at 70% when they start the charging session. Pt stated the battery level has always been around 70% and continues to show around 70% when they start a charging session. During the call, pt confirmed the controller powered on without the battery pack but using the power supply cord/outlet. Pt reinserted the battery into the controller and confirmed the controller indicated it was fully charged (solid green light). Pt inspected the equipment and reported the recharger cord looked a little "pulled out" from the recharger paddle. Pt stated the recharger would get warm while charging but not "hot". Pt stated when they are not using the recharger, they keep the cord straight. The issue was not resolved. No symptoms were reported. (B)(6) 2021 rtg0207741: no new information. [See rtg0207803 for the report of therapy issues and potential issue with ins. And for the report of pt reported they have an appointment on tuesday to check the device and work on programming with a manufacturer representative.